Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/22/2015 to the present date 11/23/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure which correlates to the customer reported issue. This will be escalated to cad management for further investigation.

Event description:
The customer reported that the device received error 242.4030 after replacing bezel. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device received error 242.4030 after replacing bezel. There was no patient involvement.